Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason. It was indicated that no device problems were suspected. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Device technical analysis: the returned implant was analyzed and visual inspection revealed minor stripped thread, and severe abrasion on the mating surface of the actuator. The implant functioned acceptably. The reported event was not confirmed as the identified damage was determined to have been caused during the explant. Labeling review: a product labeling review identified that the device was used per the directions for use (dfu) / product label. Investigation conclusion: the investigation concluded that the reported event of explant for unknown reason could not be verified as there was no reported allegation against the device and the and it functioned acceptably. However, the device was visibly damaged during the explant and the cause for that damage has been determined to be unintended use or error contributed to the event of the identified damage.

Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason. It was indicated that no device problems were suspected. No further information has been obtained despite good faith efforts.

Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason. It was indicated that no device problems were suspected. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Device technical analysis: the returned implant was analyzed and visual inspection revealed minor stripped thread, and severe abrasion on the mating surface of the actuator. The implant functioned acceptably. The reported event was not confirmed as the identified damage was determined to have been caused during the explant. Labeling review: a product labeling review identified that the device was used per the directions for use (dfu)/product label. Investigation conclusion: the investigation concluded that the reported event of explant for unknown reason could not be verified as there was no reported allegation against the device and it functioned acceptably. However, the device was visibly damaged during the explant and the cause for that damage has been determined to be unintended use or error contributed to the event of the identified damage.